Event description:
Related to MFR report # 2183959-2011-00416. Related to MFR report # 2183959-2011-00417. It was reported that, "on or about (B)(6) 2006," the pt was implanted with an, "apogee vaginal vault prolapse repair system. "This was done to treat, "stress urinary incontinence and pelvic organ prolapse." "After, and as a result of the implantation of the pelvic mesh products," the pt allegedly, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissues, dyspareunia, additional surgery, and other injuries." Within the last two yrs, the pt experienced dyspareunia and vaginal erosion and sought medical attention for both. She had additional surgery to revise the, "pelvic mesh products" and reportedly has experienced, "significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.